Event description:
It was reported by service report that the bed lost all motor functions and was stuck at mid-height due to a cpu malfunction. However, no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.